Manufacturer narrative:
Follow-up #1: date of submission 11/28/2016. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2016 with the following findings: the black box started on (B)(6) 2016; the data from the date of the event had been overwritten due to continued use of the device. The available daily insulin delivery totals correctly reflected the users programmed basal rates. The pump was returned with moisture behind the display lens. The keypad was intact, but all of the buttons were unresponsive. Further testing could not be completed due to the buttons on the keypad not working and moisture found throughout the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 30-40 mg/dl. No further information was provided. No allegation regarding the cause of the hypoglycemia event was provided. No allegation of pump malfunction was made at the time that the reporter alleged the adverse physical event of hypoglycemia. Animas customer technical support made several attempts to contact the reporter to follow up on the reported event; however, the reporter has not responded. This complaint is being reported because the reporter alleged a hypoglycemic event while on insulin pump therapy, devoid of detail.